Event description:
Blood was noted in the extension tubing. The pt was taken to the o.r. And the iab was surgically removed. There was no mention that the iab was entrapped. (Event complications: the iab was surgically removed. There was no mention that the iab was entrapped. (Event complications: the iab was surgically removed- reported 5/29/97. (Pt's current status: unk-rpt'd 5/29/97.)